Event description:
A report was received that the patient was experiencing discomfort at the ipg site due to the ipg pressing against the rib cage. The patient underwent a revision procedure wherein the ipg was moved to a different location. The patient was doing well postoperatively.